Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable, interconnect cable, image processor, and the video controller board were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 system had lines in the image on the left monitor. No pt injury was reported.